Manufacturer narrative:
Initial reporter fax number: (B)(6). Initial reporter phone number: (B)(6). Initial reporter facility name: (B)(6). Initial reporter full facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon opening the tray, the connection point between the funnel and shaft on the shaft side of the foley catheter was deformed, causing the thermistor to appear detached.